Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 04-aug-2019, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 07-jul-2017, UDI#: (B)(4). Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen and morphine via intrathecal drug delivery pump for intractable spasticity. It was reported that the patient was having magnetic resonance imaging (MRI). The MRI was to check to see if they could release her tendons, and they wanted to do an operation on her knees. They said the patient's catheter was clogged, which started 'a year and a half or 2 years before the most recent pump was put in in 2015. The patient didn't know if medication was passing through the catheter. When the patient had their most recent pump implanted, the doctor did not implant a new catheter. The patient's legs were going 'up and up,' even after they put a new pump in. They kept increasing the baclofen; they were at '900' with the old pump but kept increasing it. The patient's legs were 'contouring' up to her chest. The patient reported no falls or trauma. No further complications were reported.